Manufacturer narrative:
Block d4: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was experiencing inadequate relief and discomfort from possible implantable pulse generator (ipg) migration. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Nothing will be returned per facility preference.